Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as seizures disorder, the manner of death was listed as natural.

Event description:
Rptr indicated that the pt expired. It was also reported that the coroner stated that the pt's death was due to a seizure. The pt was cremated. It was further reported that the friends found the pt dead in an apartment. The device was reportedly turned on. Pt's last visit to neurologist was in 2004. Diagnostic testing on the device at that time resulted in a dc dc code of 3 indicating that the device was delivering the prescribed therapy. No unusual parameters wer noted in the review of the physician's programming sheet. The vns system was not explanted. The neurologist indicated that it is unk if there is a relationship between the ncp system and the cause of death. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns system caused or contributed to the reported event.